Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure indicated for an atrial fibrillation case, a faradrive steerable sheath was selected for use. The sheath was inserted into patient and hooked up to a pressure bag flush. It was noted that the hemostasis valve dripped fluid with an octaray catheter inserted. The catheter was removed and re-inserted but the issue persisted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.